Manufacturer narrative:
97755-s, sn: (B)(6), returned for product analysis. Analysis found rtm never got hot after running it for 10 mins and found no issues with rtm finding ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device.  The reason for call was pts equipment started acting up july or august so they had appointment with representative (rep) who said to call. Pts recharger (rtm) was getting really hot and the implant (ins) was not charging like it used to. It took 7 to 8 hours to recharge the ins from 30% to 90% when it use to recharge in 2.5 to 3 hours to 100%. Then yesterday pts controller said finished when recharging the ins when it only had 40% charge for it took forever. A request was sent to the repair department to replace the rtm. Pt had an MRI done and they shut the ins off, when they left and a day or two later it was october 14th and they started getting wild anxiety attacks and shacking inside. Pt had their vibrations set to 6.4 and the pt ended up turning it off the day before thanksgiving and was given antianxiety medication. Pt met with the rep who set programming to 4.1 on both sides and they did not have a problem since. Pt notified rep (last name asked unknown) around the last day of november. No symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.